Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s report of a ¿broken forceps elevator¿ was confirmed. The forceps elevator wire was found broken. Due to the broken forceps elevator wire the guidewire tension did not have smooth operation and the scope¿s catheter movement was too tight to check. The bending section rubber glue on the cover and insertion tube was found cracked. Minor dents and scratches were noted on the scope¿s plastic cover. The light guide lens was found cracked on the edge. The scope¿s image was stained with black dots. Minor scratches were noted on the insertion tube. The service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the scope¿s elevator was noted to be broken. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause of the gap of adhesive on the distal end is likely due to the lg lens having a chip due to physical stress which then caused the gap. Proper inspection and handling of the device are addressed in the instructions for use (IFU): "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information: please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Based on the results of the investigation, the probable cause of the forceps elevator malfunction is likely due to the k-wire may have been detached from the wire stopper due to the user handling (forcible handling of the endo therapy accessory, etc.) Proper handling of the device is addressed in the instructions for use (IFU): "·inspection of the instrument channel and forceps elevator : check the movement of the endo therapy accessory by operating the elevator control lever several times to raise the forceps elevator. Otherwise, the endo therapy accessory may move unexpected directions, and patient injury, bleeding, and/or perforation may result. Using endo therapy accessories : while raising the forceps elevator, do not insert or withdraw the endo therapy accessory with excessive force, open or close the distal end of the endo therapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endo therapy accessory and could cause patient injury, bleeding, and/or perforation. If the endo therapy accessory cannot be inserted or withdrawn, the distal end of the endo therapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿ u¿ direction to lower the forceps elevator.".